Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a mentor artoura breast tissue expander, 750cc, saline implant deflated before the surgery. The reporter indicated that this expander was never in contact with the patient. A separate sterile field is set up for the plastic surgeon. The plastic surgeon does a test fill prior to inserting the expander. At that time, he noted there to be leaking from the expander. He had not placed it in or on the patient, at any time. He had not touched the patient yet at this time.

Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during the visual evaluation of the device, no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. Two (2) tears were observed on the anterior view, both measuring less than 0.1 cm. Microscopic examination on both tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number (B)(4).